Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a depleted battery. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for follow up, and no communication could be established with the device. Device was explanted and replaced after several different programmers and tests were unsuccessful.